Event description:
Physician indicated that the pt received two cypher stents in the proximal to mid lad in 2005. In 2008, the pt failed a stress test and angio revealed an aneurysm in the area where the stents were located. There was no sign of ischemia and the aneurysm has not been treated because the pt has been asymptomatic. The pt has been on aspirin and plavix since the index procedure. Physician indicated that he will send in films. The size of the implanted cypher stents could not be obtained.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.